Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye of a patient in a secondary procedure owing to unexpected post-operative refraction. In addition, the patient experienced blurry vision due to hyperopic surprise of +1 diopter. The lens was explanted and replaced with a zmboo lens serial number (B)(4), with 11.5 diopter power. There were no patient complications and the incision was not required to be enlarged. It was further reported that the patient had recovered. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/04/2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. The lens sample was received cut in pieces. This condition can be related to the lens explant process. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens. No manufacturing defects were found in the returned sample. Diopter measurement was not performed due to the condition of the received lens which prohibited further analysis. The lens diopter results performed at manufacture showed that the lens corresponded to a 10.5 diopter. Based on the investigation, cosmetic conditions that were observed in the returned sample are associated to a lens that has been explanted during the surgical procedure and has been indicated as operational. The lens optical properties result obtained from the electronic system of the test performed during this lens manufacture, showed the lens was released within optical properties product specifications. Based on the investigation no manufacturing cosmetic condition was confirmed. Defects observed in the lens were associated to the explant process. A review of the manufacturing records was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.